Event description:
It is reported that the pt was revised for loosening and pain.

Manufacturer narrative:
Eval summary: as received, the devices showed minor wear as well as gouges consistent with the explanation process. No surgical reports were provided so there is no evidence that surgical technique was followed. No x-rays were received, so there is no evidence that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity are unk. A definitive root cause cannot be determined with the info provided. The articular surface exhibits a heavy gouge and slight wear marks. Minimal backside wear is observed with all engravings clearly visible. A major gouge punctures through the clip feature which coincides with the correct alignment for a scrape noted on the tibial baseplate. The scrape obscured two characters on the etched lot number. The remaining characters were verified and narrowed down to one possible lot number for this item. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.